Event description:
Caller had a CT scan on (B)(6) 2016 and was informed by radiologist the device had migrated. Four of the legs of the device are protruding through the wall of the vein. Caller has been advised by medical team to remove the device as this can possibly lead to the perforation of other organs and also the possibility of damaged vein. Caller is waiting for a call from the hospital for the date of the explant.

Event description:
Additional information received from reporter on (B)(6) 2016 for report # mw5065870. Reporter states ivc filter device has been removed. He was told by many doctors the device cannot be explanted since he has had it implanted for over 7 years. After years of requesting device removal, radiologist at (B)(6) was able to remove device with no complications. He notes no abnormal tissue growth on the device, as well as no evidence of device breakage.